Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed acceptable testing and catheter was incomplete and returned in segments.

Event description:
Additional information received reported the healthcare provider (hcp) did a catheter access port (cap) study on (B)(6) 2014 and could not draw cerebrospinal fluid (csf) during the study. It was noted the surgeon decided to replace the catheter along with the pump; however catheter segments remained in the intrathecal space. The reason for catheter removal was listed as ¿occlusion ?¿ or ¿fractured catheter ?¿ and a portion of the previously implanted catheter would be returned. The pump was being replaced due to expected longevity. The patient had been on 800 mcg/day and they started to lower the dose and the patient did not have any withdrawal. It was noted they dropped to 500 then 300 mcg/day before the patient started to have withdrawal symptoms and the patient experienced withdrawal symptoms when the dose was lowered to 300 mcg/day. It was unknown when the time frame for this occurred. The patient was started out at 100 mcg/day post pump replacement on the date of this report and the managing physician would raise the dose as needed . The patient was receiving effective therapy and recovered without sequela. The pump was being used to deliver gablofen.

Event description:
It was reported by the healthcare professional (hcp) that a routine catheter access port (cap) study was to be performed on the day of report as the patient would be having a pump replacement soon. Under the fluoroscopy, the hcp confirmed access to the cap but the physician was unable to aspirate the catheter volume. The hcp speculated that maybe the catheter was in a position that prevented the aspiration. The family reportedly was questioning if there was a problem with the cap. It was noted that there were no patient symptoms. The hcp reportedly did not want to inject dye if they couldn't aspirate. The hcp was concerned and questioning if the patient was even getting the programmed dose of 800.3 mcg of lioresal. It was noted that the dose may be reduced. It was noted that when they replace the pump, they may also replace the catheter at that time. It was later reported that the hcp was doing this as the patient was at end of service (eos). The patient was going to have an eos replacement. There was no known cause for the catheter issue. The patient was reportedly fine at the time of report, but it was noted that the dose was being titrated down.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).